Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead was part of a pocket revision due to infection with sepsis. Moreover, the rv lead was repositioned. There were no additional adverse patient effects reported. The previously capped rv lead remains out of service-implanted. Additional information received indicates that the previously capped right ventricular (rv) lead was explanted due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead was part of a pocket revision due to infection with sepsis. Moreover, the rv lead was repositioned. There were no additional adverse patient effects reported. The previously capped rv lead remains out of service-implanted.